Event description:
While infant was on body cooling, the blanket began to leak large amounts of water. There was an apparent hole/laceration in the blanket itself. The blanket in use when leak occurred was maxi-therm lite, catalog number 874 by cincinnati sub-zero. The blanket and the bed were immediately replaced, infant temperature remained at recommended level (32.5 c) for treatment after change out of equipment occurred.